Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that, during conversation with a surgeon, our sales staff became aware about a revision of tha. The reason was for hip pain. The surgeon told our sales rep that there was corrosion on taper of head and trunnion. The surgeon did not remember details, so our sales rep could not get further information about this event.